Manufacturer narrative:
The insulin pump passed the self test. The insulin pump was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Rewind anomaly confirmed. Drive/motor anomaly confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor stuck at the top of the chamber. The customer blood glucose level was 92 mg/dl. The insulin pump not rewinding during self-test. The insulin pump will be returned for analysis.